Event description:
It was reported that the pump touchscreen was unresponsive. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer delivered a correction bolus via the pump to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.